Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: in review of the device, visual analysis noted, opening assessed, as surgical damage. Additional observations noted, crease fold observed, on the device.

Event description:
Healthcare professional reported, additional event of "any creases". The device has been explanted.